Event description:
It was reported that the user inadvertently sat on the ilet device while it was in a back pocket, resulting in a cracked, nonfunctioning touchscreen and subsequent transition to backup subcutaneous insulin via pen; the event constitutes a device fracture involving the touchscreen. Symptoms included hyperglycemia with a blood glucose of approximately 300 mg/dl. Outcomes included a delay to treatment or therapy until backup injections were initiated. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, with the medical device problem characterized as a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.